Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the black boxed showed rebooting had occurred. The battery cap would not tighten securely to the pump and could not maintain an electrical connection; power loss was duplicated. Visual inspection revealed a crack in the battery compartment, and stripped/damaged battery cap threads. A test battery cap was used to complete investigation. The pump was exercised for 24 hours using the test cap, and no further power issues occurred. Unrelated to the complaint, the pump powered on with a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that she noted a crack in the battery compartment after she changed the battery and was unable to secure the battery cap. The reporter stated there was something ¿black and flakey¿ around the crack. The patient reportedly had the battery cap clipped to the pump to keep the pump powered on. The pump allegedly rebooted during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.